Manufacturer narrative:
Device passed displacement test, rewind test and basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 50 to 325 mg/dl. Customer used novolog as well. Customer stated that the insulin squirted during priming and reservoir threading was worn down. Customer stated that the insulin pump was not guiding correctly. Customer declined to troubleshooting for further issue. The insulin pump will not be returned for analysis.